Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during a laparoscopy total gastrectomy procedure, when they removed the device from the package, they found out that the anvil center rod was bent to inward side. They then replaced a new device in order to complete the case. There was no patient injury.